Event description:
It was reported that during the implant attempt, the tip of the lead was found to be bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted, and the lead appeared to be damaged at implant. The analyst noted that there was a very slight bend in the distal end of the lead, and that the lead passed the introducer test with no anomalies.